Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) had not been discolored and the plug release failed. Manual compression was used to complete the procedure. There was no reported patient injury. The user is trained to the device. Angiography confirmed the suitability of the femoral artery. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, is unknown. There are no obvious signs of damage to the device or packaging prior to use. The user maintained a 60-degree angle during the withdrawal process. When the device was removed, the user used their hand to pull the guide wire ring, and it was found that it did change color. Then the deployment lever button could be pressed. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) had not been discolored and the plug release failed. Manual compression was used to complete the procedure. There was no reported patient injury. The user is trained to the device. The exoseal vcd was stored and prepared according to instructions for use (IFU), and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50% in or near the vessel. The femoral site had not been closed with a device or manual compression within 30 days prior to the procedure, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Angiography confirmed the suitability of the femoral artery. The catheter sheath introducer used is unknown. There are no obvious signs of damage to the device or packaging prior to use. The procedure used a retrograde approach and the exoseal vcd was used during an interventional procedure. No difficulty was encountered in connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until bleed back significantly slowed or stopped. The user maintained a 60-degree angle during the withdrawal process. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the user used their hand to pull the guide wire ring, and it was found that it did change color. Then the deployment lever button could be pressed. Upon removal, the indicator wire loop was deployed and showed a guide wire ring angle directed toward the side. The patient¿s status after the procedure was good. One non-sterile exoseal vascular closure device (7f) was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis a compression of the proximal portion of the delivery shaft was observed at 13 cm apart from the distal tip, along with an exposure of the indicator wire port and plunger on the distal end of the delivery shaft. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received with the window in full transition with successful plug deployment. A compressed area was noted on the delivery shaft. The exact cause for the issue reported could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, b7, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) had not been discolored and the plug release failed. Manual compression was used to complete the procedure. There was no reported patient injury. The user is trained to the device. The exoseal vcd was stored and prepared according to instructions for use (IFU), and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50% in or near the vessel. The femoral site had not been closed with a device or manual compression within 30 days prior to the procedure, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Angiography confirmed the suitability of the femoral artery. The catheter sheath introducer used is unknown. There are no obvious signs of damage to the device or packaging prior to use. The procedure used a retrograde approach and the exoseal vcd was used during an interventional procedure. No difficulty was encountered in connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until bleed back significantly slowed or stopped. The user maintained a 60-degree angle during the withdrawal process. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the user used their hand to pull the guide wire ring, and it was found that it did change color. Then the deployment lever button could be pressed. Upon removal, the indicator wire loop was deployed and showed a guide wire ring angle directed toward the side. The patient¿s status after the procedure was good. The device will be returned for analysis.